Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. No intervention was performed. The patient would continue to be monitored.